Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -09.50/+1.0/088 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6)2022. The lens was exchanged on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown. Additional information: d9: return date: 15-jun-2023. H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic torn and residue/debris on the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, -09.50/+1.0/088 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown.